Event description:
It was reported that approximately six years post-implantation, the patient underwent a left hip revision due to pain. Alval/corrosion/metallosis like symptoms were also recorded. No complications or delays recorded during procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 00620005222 lot: 61417334 shell porous with cluster holes 52 mm o.d. Cat: 00625006525 lot: 61436662 bone scr 6.5x25 self-tap cat: 00630505032 lot: 61342619 liner standard 32 mm i.d. H6: proposed component code: mechanical (g04)-head. Visual examination of the returned product identified outer spherical surface shows scratches and wear on the head. Taper hole shows dark foreign debris. No other damage was noted. The stem remains implanted. The head was submitted for further analysis. Analysis determined a consensus modified goldberg score of 3. A score of 3 corresponds to ¿fretting on >30% of the surface and/or aggressive local corrosion attack with corrosion debris¿ review of the device history records for the head did not identify any deviations or anomalies related to the reported event. Documentation shows the lot was sterilized according to specifications. Medical records were reviewed and identified the following: the patient underwent initial left hip arthroplasty and was revised due to pseudocapsule, necrosis, in-vivo corrosion, tissue damage, and altr. There was increasing pain and diagnosed with mechanically assisted crevice corrosion via ultrasound and hip aspiration. Large amount of joint fluid in subfascial tissue, anteriorly the iliopsoas tendon and anterior hip joint where the anterior gluteus medius detached from the anterior femur. Pseudotumor encapsulated the sciatic nerve posterior femur and anteriorly under the fascia which was removed with exception of portion lying directly on sciatic nerve. Discoloration on trunnion and head were noted consistent with corrosion and altr. Poly was yellowed and had areas of scratching consistent with reported issues. A definitive root cause cannot be determined by the information provided. This complaint was confirmed based on the provided medical records and returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.